Event description:
It was reported that the patient was reimplanted on (B)(6) 2014. No further information is available at this time.

Manufacturer narrative:
The device has been explanted and has been returned to med-el headquarters, where it will be evaluated.